Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 226 mg/dl. Tandem technical support performed a system check with the contact and it was found that the cartridge needed to be changed.